Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during an unknown procedure, the inner ¿clip¿ bit of an enseal device broke off inside patient. They noticed and were able to retrieve it. No patient consequence.

Manufacturer narrative:
(B)(4). Additional information received: what is the product code of this device? Nslg2c35, lot no. P93j24. Did the movable top jaw break off? No. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.